Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this therapy was exhausted for this patient due to supraventricular tachycardia (svt). The ventricular tachycardia (vt) cut off rate was increased. The patient will undergo testing to find the possible causes of the svt. No adverse patient effects were reported.